Manufacturer narrative:
Correction: statement "the device is included in the battery performance alert advisory issued by abbott on 28 august 2017." Should not have been included. Additional information: interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented for prophylactic explant of the implantable cardioverter defibrillator due to it's advisory status. There was no evidence of early battery depletion. The patient's condition was stable.